Event description:
A surgeon reports a pt is complaining of poor near vision following intraocular lens (iol) implant surgery. Distance vision is fine. The surgeon rotated the iol 5 mos later with no improvement noted. The lens remains inplanted. No futher intervention planned at this time.